Manufacturer narrative:
It was initially reported that the device was not available for investigation, however the device is available for investigation. It is yet to be received. It was initially reported one non-conformance was found, but the DHR for lot 3370361 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
Received one new package containing 25 units of spiros closed male luer. The 25 samples were pressure tested in the activated and inactivated configuration. The goal of these tests were to determine whether the spiros would leak in a predetermined time, they did not leak during the duration of the test, so each sample passed both tests. The torque required to activate the spinning feature of each of the 25 samples was tested and each of the samples activation torque was within the range delineated in the performance specifications. The purpose of this test was to ensure that the spinning feature can be activated within a specified torque range which will allow it to be successfully attached to a mating device. The male and female mating surfaces were measured to be within specified dimensions, which ensures their ability to properly mate and seal with appropriate mating devices. The customer complaint cannot be confirmed.

Manufacturer narrative:
The device nor a sister sample is available for investigation. The reported complaint cannot be confirmed without the returned sample. A manufacturing batch review was performed. One non-conformance was found for the subassembly, spinning spiros, breather cap, list # x1-4723 lot # 3311321. Manufacturer review board disposition is to perform 100% sort per extra process batch record.

Event description:
The event involved a spiros closed male luer where a leak of cytarabine was noticed at the connection between the device and a 50 ml syringe. There was patient involvement, but no reported adverse event, no unprotected chemo exposure, nor medical intervention. The sample is not available for testing.